Event description:
It was reported that remote transmission revealed post-paced t-wave oversensing. Program changes were made. A second transmission one week later showed post-paced t-wave oversensing. Further program changes were recommended.

Event description:
New information received notes that the device was reprogrammed a second time to address the continued oversensing. However, post-paced t-wave oversensing later recurred. Further programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.